Event description:
It was reported that there was a 3mm apex pin and the tip snapped off and is inside the patient. Rep has had a couple break off recently. X-ray processed afterwards. No patient information will be release as per hospital.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.